Event description:
It was reported that during an unknown procedure, the cartridge pan came off and was left into the jaws when the cartridge was intended to be replaced. The cartridge pan was removed with difficulty. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: what device was being used with this reload?---sc60a. Did any pieces fall into the patient? ---no. Did the device work as intended? ---yes. On what tissue type was the device used? At what location on the tissue? ---lung parenchyma. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---no information. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis results found that one reload fully fired was received. Furthermore, the cartridge pan was noted to be detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.